Event description:
The pt treated on the hemodialysis using rexeed-18sx on (B)(6) 2009. During the treatment, the pt was asymptomatic. At about 3 hours after dialysis, the pt called for emergency transport from home and died in hospital.

Manufacturer narrative:
The used device could not be analyzed because it was discarded by the user facility. No abnormality was found in the quality records of the suspect product lot. Consequently, the root cause of the event could not be identified because enough info is not available about it. During dialysis, the pt was asymptomatic. The pt died at about 3 hours after dialysis. The info available is inconclusive as to the association of the pt's death and the dialyzer.